Event description:
Customer reported a precharge error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. System operates as intended.